Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign object" was observed in the tubing of a prismaflex st 150 set during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not received for evaluation; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed black particulate present inside the set access pre-pump pod. The particulate was not detected during the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the particulate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.